Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the ventilator was making unusual noises, sounded "clogged". Patient complained about being hard to breathe. The patient was switched to different ventilator. No harm to the patient occured.